Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse discovered buildup of clenz on the blood sampling valve (bsv) due to broken tubing at pinch valve (pv66). The fse replaced the yellow stripe tubing at pinch valve, resolving the leak. The fse then performed verification of the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported greater than 5 mls of clenz leaked below the blood sampling valve (bsv) area of the coulter hmx hematology analyzer with autoloader during daily maintenance. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or change to patient treatment attributed to this event.